Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male patient had a skin irritation. The patient's skin irritation was a rash with welts under the belt and therapy electrode pads. The patient's physician advised that the patient could remove the device for a while to let the irritation heal. Follow-up indicated that the skin irritation was improving.